Event description:
On 2025-may-07, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (concentration 3.9 mg, dose 2.4671 mg) and bupivacaine (concentration 17.2 mg, dose 10.880 mg) via an implantable pump. It was reported that during a pump replacement for end of service (eos), the old sutureless connector was coming apart. The white outer cover was coming off at the pump connection. The surgeon cut and replaced with a new 8578. They were unable to determine, at this time, any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial/lot# (B)(6) , implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 24-may-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.